Event description:
On (B)(6) 2012, patient reported he was in the hospital with elevated blood glucose level concerns. Patient stated he tested 3 days prior to the hospital episode. Patient reported he didn't experience any elevated blood glucose level concerns so he didn't know his blood glucose level was elevated. Patient stated the only reason he went to the hospital is because he began vomiting and he decided to seek medical attention. Patient reported he went to his local clinic where they tested his blood glucose level at 1038 mg/dl and then they transported him to the hospital. Patient stated he didn't attempt to bolus to bring his blood glucose level down because he didn't know it was so high. Patient's target blood glucose range is 140-200 mg/dl. Patient reported the last bolus he delivered was the morning of the incident which was only to cover what he ate for breakfast. Advised patient to change the adapter with every 10th cartridge change. Patient does not recall the treatment received while in the hospital. Patient stated he was diagnosed with ketoacidosis and he was off of the infusion device. Patient reported he was not sure why he had elevated blood glucose readings. Patient was in the hospital from (B)(6) 2012. Patient is not making any allegations against the infusion device. Patient's current blood glucose level is 200 mg/dl today. On follow up call on (B)(4) 2012 patient reported he was discharged from the hospital yesterday and is feeling better. Patient stated his blood glucose level is back to normal and feels the infusion device is working fine. No product return was requested.